Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula broken, broken part was not found, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 117 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. Advised sensor would be replaced.